Event description:
The MRI compatible spo2 cable and sensor assembly is delicate and breaks often. It is not designed for its use environment. The repair cost each occurrence is around $1400. Breakage occurs about every 4 months.manufacturer response for MRI compatible physiological monitor spo2, (brand not provided) (per site reporter).======================replacement parts are available for purchase.